Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Device history records confirmed that the cause of this phenomenon was unlikely to have occurred in manufacturing - however, further detail on when the observed condition occurred is unknown. Further inspection of the affected area revealed scratches - therefore, it is possible that external force was applied to the relevant part. The following verbiage is identified within the operation manual, related to the inspection of the device: "inspection of the endoscope - 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera ii ultrasound gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the forceps cover glue was peeling. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The asset device was returned to olympus for evaluation and the investigation is in process. The faulty parts were replaced. The device was inspected and passed olympus functional standards. It was returned to asset inventory. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.